Manufacturer narrative:
D10: 300-01-11 - equi, hum stem prim, press fit 11mm: (B)(6). 300-10-15 - equi replicator plate 1.5mm o/s: (B)(6). 300-20-02 - equi sq torqe define screw drive kit: (B)(6). 310-01-47 - equi, hume head short, 47mm (beta): (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left anatomic shoulder replacement, underwent a revision procedure approximately 3 years 4 months post the initial procedure. The patient consulted the surgeon regarding shoulder instability due to a subscapularis repair failure. Revision surgery was planned to change the anatomic shoulder to a reverse. During the humeral head removal step, the insitu humeral stem came out. Subsequently a full revision was performed replacing all implants. There were no complications for the patient. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded. Device images were provided. The cage glenoid was observed to be fractured. Two of the pegs were broken off the main construct. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.